Event description:
During routine clinical follow-up call, pt's mother described the following event on june 29, 1999 that occurred at the pt's med daycare ctr. Following vest therapy, the pt's normally productive suctioning was dry. Within a few minutes, the pt's color turned blue and oxygen saturation level dropped into the 70-80% range. Immediately, her nurse and respiratory therapist inverted her and put her in a "head down" position. Copious white secretions were observed, suctioned and removed. Pt was returned to bed, where her oxygen saturation level returned to 96-99% range. Pt's physician has since altered her vest therapy to include albuterol immediately prior to and saline concurrently, both via nebulizer.